Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no signs of misuse was observed. The reader powered on with button depression, however, a new issue was observed upon strip insertion. The reader was de-cased and visual inspection was performed. Contamination of dust and fibers were found on the reader's port. Therefore, it is not confirmed due to use.

Event description:
A caregiver reported a customer's adc freestyle libre reader turns on with the button press, but not with test strip insertion. As a result of the customer being unable to manage their blood glucose, on (B)(6) 2016, the customer experienced vomiting and was taken to the hospital where a ketone level of "25" was obtained on the hospital meter. The customer received unspecified treatment by an hcp and was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer's adc freestyle libre reader turns on with the button press, but not with test strip insertion. As a result of the customer being unable to manage their blood glucose, on (B)(6) 2016, the customer experienced vomiting and was taken to the hospital where a ketone level of "25" was obtained on the hospital meter. The customer received unspecified treatment by an hcp and was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.